Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that unspecified pca 1mg(lock out 10 min/24mg 4 hr. Max ) was attached to the patient in pacu. The patient was moaning and expressing to the nurse she was in pain. The nurse administered unspecified pain medication(dose not specified) and felt the patients pain should be under control. During assessment the nurse noted that th pca was leaking at the connection and the tubing was changed. Although requested there is no other event details provided. There was no report of patient harm. Received a copy of the customers medwatch which states; pca was ordered for this patient. She arrived to the unit with the pca in use. She moaning and telling her nurse that she was in pain. The pacu nurse had a reported that she had administered pain medication in the pacu and felt the patients pain should be under control. During the admission assessment, checked the pca tubing and noticed that the tubing was leaking at the tubing was leaking at the connection site. The tubing was changed.

Manufacturer narrative:
Customer medwatch number is (B)(4).

Manufacturer narrative:
The customer¿s report that the pca set was leaking was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.513 inches long. Visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer on the used pca set received. The probable cause of component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).